Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon burst. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in a percutaneous angioplasty procedure. The 70% stenosed target lesion was moderately calcified. The lesion was passed with a 0.18-inch guidewire followed by the balloon. The balloon was inflated to approximately 10atm for a short period of time when it burst. The device was removed from the patient. Another of the same device was used to complete the procedure. No patient complications were reported.